Manufacturer narrative:
The fractured abutment was returned attached to the crown. Microscopic eval revealed evidence of modification to the wall thickness. Due to the inherent nature of the material, failures of this type are not unexpected. The root cause can be attributed to user technique and/or operational context. Also, fracture can occur at the base of the zirconium abutment if a torque setting over the recommended 30 ncm is applied. Product is supplied by keystone dental as a non-sterile part, consequently, there is no exp date (B)(4).

Event description:
The complainant reported the zirconium abutment fractured, the abutment and crown were replaced. The abutment was placed at (B)(6), 2010, the abutment fractured (B)(6), 2010. The complaint report did not indicate any pt adverse effect as a result of this failure.